Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The explanted device will not be returned. A review of the device history record noted no rework. This is the final report.

Manufacturer narrative:
Correction: relevant tests/lab data. The recipient reportedly experienced sound quality issues. External equipment was exchanged, however, the issue was not resolved.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array and sliced at the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the electrical tests performed. This is the final report.

Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering additional information. Once additional information is received a supplemental report will be submitted.